Event description:
The patient underwent a refill procedure and afterward it was attempted to reprogram the pump. An end of service (eos) message was displayed. The elective replacement indicator (eri) message had displayed on (B)(6) 2012, just 17 days prior. Upon interrogation, the session data report showed the eri as having occurred on "(B)(6) 2075" and the eos as having occurred on "(B)(6) 2076." Per the family, the patient experienced an increase in spasticity about one year prior. The pump was replaced. During the replacement the catheter was observed to be dislodged from the intrathecal space (baclofen dosage was 900mcg/day). The catheter was removed and discarded by the surgeon. The replacement was completed without incident and the therapy restarted with an initial dose of baclofen 50mcg/day. The patient seemed to be progressing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found that the battery had high resistance. The incorrect dates appear to be related to the less critical off state incorrect date issue. The corrected and actual end of service (eos) date occurred on the (B)(6). The pump did have low battery reset occur during analysis only. The battery did have a resistance less than 317 ohms. However, the voltage drop was so severe under the 30ua conditioning load (0.435 volts) because of internal resistance that the end calculation was affected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Explanted: (B)(6) 2012. (B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received.